Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "feeling weird" after driving for an hour. The patient indicated that their "heart [rate] was going up and down like something was going bad with my device." The patient indicated that same thing occurred with using an electric blanket on their legs and reported that when the blanket was taken off, the patient felt fine. The device remains in use. No further patient complications have been reported as a result of this event.